Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was recei ving unknown drug at min rate via an implantable pump for spinal pain indications. It was reported that the catheter was replaced. Patient reported no pain relief since implant. Catheter have been twisted and tangled. Patient reported flipping pump multiple times. Factors that have led to this issue is that the patient flipped the pump. The catheter was unable to be aspirated and was replaced. The issue was resolved. Patient status was alive no injury. Patient medical history include hypertension, gout, diabetes mellitus,  sleep apnea.

Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(4). Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.